Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited consistent noise. Two days later, an inappropriate shock was delivered while the patient was reportedly watching television. Device data was sent to technical services (ts) for review. Ts recommended further evaluation of the system, discussed possible causes, and performing an x-ray to confirm system placement is appropriate. The system was then tested in clinic with manipulation resulting the alternate showing significant noise. The primary vector was not an option as there was no acceptable signal prior to manipulation performed. The system was then reprogrammed to the secondary vector despite noise still able to be reproduced. This patient was admitted to the hospital until further intervention can be determined. Currently, this system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited consistent noise. Two days later, an inappropriate shock was delivered while the patient was reportedly watching television. Device data was sent to technical services (ts) for review. Ts recommended further evaluation of the system, discussed possible causes, and performing an x-ray to confirm system placement is appropriate. The system was then tested in clinic with manipulation resulting the alternate showing significant noise. The primary vector was not an option as there was no acceptable signal prior to manipulation performed. The system was then reprogrammed to the secondary vector despite noise still able to be reproduced. This patient was admitted to the hospital until further intervention can be determined. Additional information was received that this electrode was explanted and replaced. No additional adverse patient effects were reported.